Event description:
It was reported that stylets could not get placed into the lead to steer the lead. The device was then not implanted and a different product was used. Different stylets had been tried as well but it became very difficult to place any of them into the lead. The physician had to force the stylet into the lead and couldn¿t get it completely to the tip of the lead. Every stylet had been attempted. No patient symptoms were reported. No follow-up was required as all known information was provided.

Manufacturer narrative:
Analysis of the lead (serial number (B)(4)) found that the stylet could not be fully inserted into the lead since there was a foreign material 13.5 centimeters from the proximal end of the stylet coil.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.